Event description:
Caller reports back to back testing on the same meter while using the inform system with results of 90mg/dl and 161mg/dl. No qc info was provided. Pt treatment info was not provided. A request was made for return of the suspect product and a replacement was sent.